Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.